Event description:
It was reported that at the user facility the micro sagittal saw was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. It was reported that during testing conducted at the manufacturer facility micro sagittal saw ran without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.